Manufacturer narrative:
After second adjustment, but prior to lock-in, patient did not continue to wear the provided uv protective eyewear after misunderstanding instructions. Patient took an outdoor excursion on a bright day without provided uv protective eyewear and reported a decrease in vision the following day due to the unanticipated polymerization of the lens. The polymerization resulted in decreased visual acuity and visual disturbances (glare and halo), particularly in the left eye. The lens was explanted on (B)(6) 2019 and manufacturer was made aware of event on 2/6/2020. The site indicated that the lens was not available for return. Device history record for the lens was reviewed. No issues were noted with the device history record.

Event description:
Patient underwent uneventful implantation of the light adjustable lens on (B)(6) 2019. Patient underwent first and second adjustments without problems. After second adjustment, patient did not continue to wear the provided uv protective eyewear after misunderstanding instructions. Patient took an outdoor excursion on a bright day without provided uv protective eyewear and reported a decrease in vision the following day due to the unanticipated polymerization of the lens. The polymerization resulted in decreased visual acuity and visual disturbances (glare and halo), particularly in the left eye. The lens was explanted on (B)(6) 2019 and manufacturer was made aware of event on 2/6/2020.